Manufacturer narrative:
The investigation summary indicates that: the reported 03.632.005 sport grip t25 stardrive shaftf/matrix-standard was not returned; therefore, no further investigation will be completed. Based on the available information, it is not possible to determine a definitive root cause for the complaint conditions. Also, per the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional is obtained that was not available for the initial med-watch, the investigation will be updated as applicable, and a follow-up med-watch will be filed as appropriate. Device is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. (B)(4) device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a lumbar fusion on (B)(6) 2017, at the beginning of the case, it was noticed that three screwdrivers; short and long t25 screwdriver shafts, and sport grip t25 stardrive screwdriver shaft were stripped at the distal end. Additionally, a pedicle probe thoracic was curved in the other direction that it is supposed to be curved. These instruments were not used by the surgeon as other instruments were available for his usage. These instruments were therefore not used on the patient. Lastly, when final tightening was performed, the torque limiting handle had difficulty maintaining its ratchet position. Despite this fact, the surgeon was able to perform final tightening. No delay in surgery was reported. This report is for one (1) sport grip t25 stardrive shaftf/matrix-standard. This is report 1 of 3 for complaint (B)(4).